Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.